Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for pulse generator implant procedure. While attempting to implant the pacemaker lead, the lead insulation ruptured. The physician then used a different lead to complete the procedure. The patient condition was stable.